Event description:
A pt reported experiencing inaccurate high results with their meter. The pt's blood glucose results was 47 compared to the labs 25mg/dl. Tests were done within 10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.